Event description:
It was reported that during an scs implant procedure on (B)(6) 2024, intra-op neuromonitoring recordings showed that patient lost motor sensors in the lower extremities. In turn, the procedure was aborted, and no product was implanted. Following the procedure, the patient was moving lower extremities and showing full motor function.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.